Event description:
The plaintiff's atty alleged that the decedent experienced cardiac arrest, while using the product during dialysis treatment and subsequently expired on the same day. The plaintiff's atty further alleged that the product "damaged decedent's internal organs" and caused death.

Manufacturer narrative:
This is one of two device reports associated with this event.